Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple inappropriate shocks for vf were delivered due to noise. No records of inappropriate shocks, but multiple aborted shocks were noted. Lead impedance decrease was also revealed. The lead was capped and replaced.